Event description:
It was reported that the pt was implanted a dynesys fusion pedicle+set screw 6.4x45 on (B)(6) 2006. The pt was revised on (B)(6) 2013 to remove dynesys lis system screws left at level l4 and left at level l5.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).